Manufacturer narrative:
(B)(4). (B)(6). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Procedure: mis tlif it was reported that on (B)(6) 2016, intra-op tip of the curette broke off. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual and optical examination of the instrument confirmed the tip of the instrument is broken off at the base of the tip radius. Fracture surface examination identified a fairly tortuous surface, consistent with bend stress overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.